Event description:
It was reported that the pt was treated at the emergency room for elevated blood glucose.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specs and delivery accuracy.